Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion black, guide cath: hyperion spb 3.5. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Product performance engineering reviewed the incident information, however, the product was not returned to abbott vascular for analysis. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. In this case, it is likely that the balloon became compromised or damaged during advancement in the mild tortuosity, moderate calcification and 80% stenosis anatomy resulting in the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a concentric de novo lesion in the mid left anterior descending coronary artery with mild tortuosity, moderate calcification and 80% stenosis. A 3.00 x 08 mm nc traveler rx balloon dilatation catheter (bdc) was advanced to the lesion with no resistance; however, the balloon ruptured on the first inflation at 8 atmospheres for 30 seconds. A non-abbott bdc was used successfully to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.